Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.

Event description:
The customer reported a secondary antibiotic infusion was found back flowing into the primary i.v. Tubing and bag of ringers lactate. Bubbles were noted flowing from the i.v. Tubing into the ringers lactate bag. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.